Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event, with a lowest blood glucose (bg) of 64 mg/dl. The user attributed the low to limited carbohydrate intake. The agent advised the user to consume glucose tablets, which corrected blood glucose (bg) within 10 minutes and improved symptoms. Reported symptom was shakiness. The agent then guided the user through a supply change, and insulin delivery was successfully resumed. No outside assistance or medical intervention was required. Blood glucose (bg) was corrected with glucose tablets.